Manufacturer narrative:
Updated information. Foreign post code - india: (B)(4). One suturefix ultra suture anchor device returned. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Following the instructions for use recommended prep is essential for successful anchoring and repair. The complaint stated: ¿during surgery the anchor came out. An additional bone hole was made to finish the procedure.¿ the handle, button, trigger and suture cover are all intact and appear undamaged. Suture was wound on the cleats and handle. The textile anchor was not cinched. The inserter¿s outer shaft has visible distal damage. The nose has been split open and peeled back. The inner shaft and fork also have a high level of damage. The tines were intact but there was a torque fracture splitting the distal portion of the fork section apart from the inner shaft. Loose pieces were still attached to the suture. The symptoms are consistent with loss of axial alignment and aggressive torque use. Per instructions for use: ¿breakage of the suture anchor can occur if the insertion site is not prepared with appropriate instrumentation prior to implantation. Only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Do not use sharp instruments to manage or control the suture. Implantation of the suture anchor requires preparation of the insertion site. Predrilling with the appropriate smith and nephew drill bit is the preferred method of site preparation. This ensures proper hole depth is achieved which is critical for proper anchor seating. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone¿. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ no root cause related to the manufacture of this device was confirmed. Corrected information.

Event description:
It was reported that, during an unspecified surgery, the anchor came out. An additional bone hole was made to finish the procedure, which was successfully completed without delay by using a back-up device. No patient injury or other complications were reported. For insertion site preparation, it had been used a suturefix dilator and drill 1.7 mm. The patient had a good bone quality.

Event description:
It was reported that during surgery the anchor came out. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(4) suturefix ultra anchor device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not attainable without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
Update batch number (B)(4).

Event description:
It was reported that during surgery the anchor came out. An additional bone hole was made to finish the procedure and successfully completed without delay using a back-up device. No patient injury or other complications were reported.